Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported by the customer that during a cardiac arrest, the attempt at io access was unsuccessful. Two needles would not release the center needle from the hallow needle, meaning the solid needle stayed and would not come out of the hollow needle. There was a delay in care in getting cardiac arrest medications to the patient. It was reported this occurred with two devices. This report addresses both devices.